Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of main tube has a couple of narrow streaks under one inch in length, with material removed. Two distinct areas located 180 degrees apart also have streaks of material removed. The damaged areas are parallel to tube axis, however, the length and width are smaller than typical cannula related tube abrasions. The spacing between the damaged areas is also uncommon. Engineering concluded that based on the location and appearance, the damage was most likely caused by a burr or localized sharp edge on the cannula accessory inner radius. Rough handling may have also contributed to the main tube damage. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that fiber glass of the endowrist prograsp instrument is splintering. It was noted that nothing fell into a patient during the uses of the instrument. No patient harm, adverse outcome or injury was reported.